Manufacturer narrative:
For the 4 events reported under exemption number e2012023, 4 complaint devices were returned, 4 events were found to have a root cause of operational context.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number - e2012023 for product code fge. This report covers 4 reported events of guide catheter broken. All demographic information is unknown.